Event description:
Unit shut down while on patient, constant audible alarm - unable to reset. Believed to be on ac power at time of failure. Biomed tech had unplugged internal battery to stop audible alarm, reconnected battery and had been running ventilator for about 24 hours with no failure. No patient harm reported.